Manufacturer narrative:
E1 to be continued: traditional chinese medicine the device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the blurry screen was identified. It is likely the result of component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope exhibited a blurry screen. There were no reports of patient involvement.